Event description:
The system 5 dual trigger rotary was sent for eval due to running on its own without user activation. The event occurred during testing. There was no pt involvement and no adverse consequences associated with the device.